Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a broken eyepiece funnel, third party repair on the outer tube joint and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, had a broken red ring at the eyepiece. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Correction to g2 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely excessive use caused the malfunction to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.